Event description:
The customer reported that they could not save images on the system. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the hard-drive and reloaded the software. The system operates as intended.